Event description:
While performing service to the ventilator, the manufacturer's service technician reported the ventilator went vent inop and alarmed due to a pressure regulation high occurrence. The ventilator was not in use therefore there was no patient involvement or harm. The service technician replaced the blower to address the occurrence, and reported there was no further vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. Performance verification testing and applicable final testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Blower.